Manufacturer narrative:
(B)(4). Note - this report was originally reported incorrectly as 3004426659-2019-00026. The correct MFR number should be 3004426659-2019-00023 .

Event description:
The patient underwent rns system placement on (B)(6) 2019. On (B)(6) 2019, the treating center performed a debridement and irrigation of the infected incision site. On (B)(6) 2019, the rns neurostimulator and leads were explanted. Additional details were not provided by the treating center.